Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork indicated that medication dosage was changed to bupivacaine 0.091 mg/day, morphine at 0.145 mg/day and clonidine 0.75 mcg/day. According to pump log, motor stalled occurred on (B)(6) 2018 at 8:16 and recovered at 9:21. Motor stall occurred again on (B)(6) 2018 at 1:09 and on (B)(6) 2018, stopped pump period may exceed tube set. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving clonidine(125 mcg/ml, 69 mcg/day), bupivacaine(15 mg/ml, 8.3 mg/day) and morphine (24 mg/ml, 13.3 mg/day) via an implantable infusion pump for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient experience a motor stall which was still active. It was seen at initial interrogation. The patient did not have an magnetic resonance imaging recently. The patient's stomach ache increased which was a sudden change in therapy/symptoms. The event date was (B)(6) 2018. Additional information was received from the healthcare provider (hcp) via device manufacturer representative. It was reported that the pump was put into minimum mode and the patient was supplemented with oral medication. The pump was replaced on (B)(6) 2018 and the patient was doing well. No further complication was reported.

Manufacturer narrative:
The pump was returned. Analysis of the found showed corrosion and -or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.